Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained by a non-bsc introducer sheath via the right brachial artery. The 95% stenosed, 7.5mmx1.5cm, target lesion was located in the moderately tortuous and severely calcified subclavian artery. After the lesion was crossed with a non-bsc guidewire and pre-dilated with a 6x20 non-bsc balloon catheter, a 8.0x20x75cm express ld vascular stent was advanced but failed to cross the lesion. However, when the stent was removed, it got caught in the distal tip of the sheath and got dislodged. The delivery balloon of express ld was replaced with a non-bsc device and the detached stent was deployed in the distal side of the lesion. After that, the lesion was crossed again with a non-bsc introducer sheath and placed with another express ld vascular stent and the procedure was completed. No patient complications were reported and the patient's condition was good.